Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0635 showed no other similar product complaint(s) from this lot number. Mw5092840.

Event description:
It was reported via medwatch "insertion wire noted on imaging. Vendor safety strategies to prevent inadvertent shearing during insertion. Consider coloring the tip of the guidewire and the stylet a different color each (not red) this will assist the prodecuralist in determining if the entire wire has been withdrawn).¿